Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the following on the image provided from olympus korea co., ltd. The significant corrosion of the a-wire and coil pipe. The a-wire might be stuck within the coil pipe. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The a-coil and a-wire were corroded and the a-wire stuck within the a-coil. A water entered into the control section from the pin-hole area and the inside of the control section was corroded.

Manufacturer narrative:
The evaluation of the device by olympus (B)(4) confirmed the followings; there were creases on the insertion tube and the bending section. Leaks from the insertion tube and channel due to pin-hole. Suction value was out of standard due to the broken channel. There was dirt on the eyepiece. There was dot on the light and the endoscopic image due to the abnormal light guide bundle. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the insertion tube of the device was bent. Then, olympus inspected the device at the service department of olympus (B)(4) and found the bending section angulation of was locked and was not disengaged. Reportedly, the angulation wire of the device was defective. There was no report of patient injury associated with this event.